Event description:
It was reported that the device exhibited less than 10 ohms impedance. In 2009, the physician previously thought it related to the ICD. The ICD was explanted, and replaced. Now, lead damage is suspected. The patient refused hospitalization.

Manufacturer narrative:
Na

Event description:
The lead was capped and replaced.